Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00468. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a doctor left a femoral stick of a (B)(6)-old female on (B)(6) 2017 complained of pain in her leg on (B)(6) 2017 they did a duplex and sent her to surgery on (B)(6) 2017. There was an occlusion and almost would appear to be a pseudo aneurysm in the patient's common femoral that required a fem-fem bypass. It was reported that the patient was stable. It was reported that the procedure outcome was ok.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.